Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, it was revealed that the implantable cardioverter defibrillator reverted to backup vvi mode. It was noted that the implantable cardioverter defibrillator had lost communication during a firmware download. Programming changes were successfully made. The patient did not undergo a generator change procedure. The patient was in stable condition and was sent home.